Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test due to prime anomaly. No loud whistling sound during rewind noted. Unit received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump recently had a no delivery alarm. Customer also reported that the device made a loud whistling sound during rewind. Blood glucose level at the time of the incident was not provided. The customer reported that the no delivery alarm was resolved by a complete set change. The customer reported via phone call that the insulin pump would be replaced and agreed to return the product for analysis.